Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a partial lead that was returned in two portions for analysis. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression consistent with friction to the device can on the connector portion (a). Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts on either portion. All other damages noted are consistent with procedural damage.